Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was returned for evaluation along with an unknown set. Visual inspection was performed with no defects noted. A functional test was performed in which the device was primed using the directions on the device's label copy and observed for issues; it was found that the device's luer lock collar did not engage and would disconnect from the unknown set. The reported condition was verified. Clear passage testing and pressure testing were performed with satisfactory results. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of baxter's investigation, or if any other additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an interlink system continu-flo solution set was involved in a disconnection incident. The reporter stated that the set "popped off" during priming. There was no other defect found on the set. There was no patient involvement. No additional information is available.